Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to forget previous transmitter in bluetooth device settings, reset bluetooth, remove and re-install g5 application, and manually enter transmitter ID, which was unsuccessful; a connection was not established. No additional patient or event information is available.